Event description:
A (B)(6) male patient reported that he had surgery on the l4-l5 of his spinal column (exact date was not reported). The patient mentioned that in 2011, he "developed a foot drop" and an additional surgery is necessary "to make space for the affected root-nerve." He also mentioned that since "the disc at level 4 and 5 have prolapsed further, now the pain in his back, leg and thigh is unbearable" and in addition he has "spasms in his foot on the lower nerves." He is concerned that this will mean that shortly, the foot maybe totally paralyzed. The patient also reported that he barely moves, works or does anything without feeling severe pain."

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the patient is currently being monitored and has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. The cause for this specific clinical event cannot be ascertained from the information provided, as the patient has not been revised. Should additional information become available an amended medical device report will be submitted. (B)(4).